Event description:
It was reported that right atrial lead impedance was 250 ohms bipolar and right ventricular lead impedance was 220 ohms bipolar. The unipolar measurements were about the same for both leads respectively. The capture thresholds have been rising over time for the ventricular lead. Both atrial and ventricular leads remain in use. The device was explanted and replaced due to the elective replacement indicator (eri). It was further reported that the right atrial (ra) lead had a polarity switch. The ra lead unipolar impedance was higher than bipolar. There was also low impedance paces noted in notable data on the ra lead trend. The clinician left the ra lead in unipolar configuration. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that right atrial lead impedance was 250ohms bipolar and right ventricular lead impedance was 220ohms bipolar. The unipolar measurements were about the same for both leads respectively. The capture thresholds have been rising over time for the ventricular lead. Both atrial and ventricular leads remain in use. It was further reported that the right atrial (ra) lead had a polarity switch. The ra lead unipolar impedance was higher than bipolar. There was also low impedance paces noted in notable data on the ra lead trend. The clinician left the ra lead in unipolar configuration. The ra lead remains in use. It was further reported there was an atrial lead warning. Impedances remain low. Both atrial and ventricular leads switched to unipolar. Noise was observed on the atrial egm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that right atrial lead impedance was 250ohms bipolar and right ventricular lead impedance was 220ohms bipolar. The unipolar measurements were about the same for both leads respectively. The capture thresholds have been rising over time for the ventricular lead. Both atrial and ventricular leads remain in use. The device was explanted and replaced due to the elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.